Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received with the clamping and firing mechanism damaged and with the handle shrouds slightly separated. A 6r45b cartridge was loaded in the device and was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a robotic prostate procedure, after clamping on the dorsal vein complex the first assist had difficulty firing and then the device would not fire. When he tried to open the handle cracked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.